Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. During the procedure, the blade was spinning intermittently. Another like device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Poor blade performance conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07094. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate. The air tube of the returned device had small cut and air was slowly leaking out of the tube during testing. Due to this leak, pressure was dropping rapidly when the trigger was pressed; this condition may have prevented the blade from continuing to rotate as intended.